Event description:
It is reported that the patient received an acetabular cup, and underwent revision surgery due to pain and loosening. No dates were reported.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the information provided. Since the implantation date has not been reported and with the common clinical presentation these suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008. Since this case is related to the issues for which zimmer implemented a correction in july 2008, zimmer (B)(4) will consider this case as closed. (B)(4)